Event description:
The device was indwelling for 2 days. The clinician identified saline leakage between the pt tube and the hub. Upon further inspection, the clinician found that the pt tube hub was detached from the hub. The clinician did not use any sharp object near the unit.

Manufacturer narrative:
A review of the device history record revealed no discrepancies associate with this complaint. One 48 inch door tubing was received for analysis. The quality engineer inspected the unit and identified that the clear pressure tubing was broken at the bonded area near the female fitting. Further visual inspection identified traces of residue of the solvent chemical used in the bonding process between the female fitting and the tubing. The tubing at the bond area was bent indicating that the pressure tubing at the bond area was most likely subject to constant bending. The engineer stated that the presence of mechanical stress, together with the brittleness on the tubing due to the excessive chemical residue, resulted in the tubing to break. A corrective action has been completed where the manufacturing associates now inspect for excessive solvent residual on the surface of the tubing. The lot number reported was manufactured prior to this corrective action.